Event description:
It was reported that the patient was unable to use the blood glucose monitor due to no power. On (B)(6) 2023 at 9:00 p.m., the patient experience hypoglycemia of dizziness. She took her normal dose of 500mg metformin and 5mg glipizide oral medications at 8:00 p.m. The patient attempted to use the new blood glucose monitor and no power out-of-box. She tried 3 sets of batteries and still no power. The patient self-treated with 11 bottles of yoo-hoo during the time of 9:00 p.m. On (B)(6) 2023 to 10:00 p.m. On (B)(6) 2023. The patient contacted the paramedics on (B)(6) 2023 at 10:00 p.m. Due to hyperglycemia symptoms. She was dizzy and had frequent urination. The paramedics arrived at 10:15 p.m. And transported her to the hospital. The patient's lab blood glucose result was 1,100 mg/dl. The patient was treated with an IV for dehydration and insulin injections. The patient was released from the hospital on (B)(6) 2023.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.